Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) episode. The patient stated that he woke up that morning with a bg level of "419 mg/dl" and symptoms of seeing spots. At the time of contact with anm, the patient's bg level was at "156 mg/dl." He did not report having to seek or receive medical intervention during the time of concern. The patient indicated that his bg levels were fluctuating. The patient claimed that the issue began a few weeks ago and then started again on (B)(6) 2012. The patient also alleged an unspecified history/settings issue. However, through troubleshooting the anm representative involved in this contact did not find any settings that were inaccurate. The pump's prime history revealed a few primes of only "2.1 to 2.4 units." While speaking to the anm representative, the patient was able to perform the rewind, load, and prime steps. He primed 9.5 units. The anm representative noted that the pump was working as it should. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed he developed an elevated bg level with a symptom that can be associated with severe hyperglycemia. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.